Event description:
Customer called in to report that his blood glucose is 185 mg/dl and the insulin pump was not working correctly. Customer stated that a few weeks ago the insulin pump was alarming no delivery, the buttons were hard to press and the insulin pump was vibrating for no reason.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.